Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the test strips were missing from her onetouch ultramini meter system kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 5pm. The patient manages her diabetes with levemir insulin (100 units) and humalog insulin (amount not specified). It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue. On the following day, the patient claims she felt symptoms of blurriness, headache and "not functioning." The patient did not specify any treatment at that time. On the morning of (B)(6) 2012, the patient visited her physician's office and laboratory testing was performed. Laboratory test results were not specified. At the time of troubleshooting, the cca educated the patient on the correct kit contents. The patient was advised the test strips were not normally packaged with new meter system kits. Replacement products were still sent to the patient this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.